Manufacturer narrative:
Initial.

Event description:
It was reported that the user received alert 38 indicating a motor stall on the ilet, performed a dry run without an alert, later changed all supplies and restarted, and then experienced the alert again within minutes, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue was consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.